Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No device or photos were received for the bipolar liner, cup and head; therefore the condition of the devices is unknown. Device history records for lot codes associated with the bipolar liner, cup and head were reviewed. No deviations or anomalies were noted in the manufacturing process. Review of the primary operative notes for procedure performed on (B)(6) 2007 indicated that a hemiarthroplasty was performed on the right hip. A bipolar cup, bipolar cup liner and femoral head were implanted. Review of the revision operative notes for procedure performed on (B)(6) 2010 indicated that this was for a decompensated right hip. As stated in the operative notes, the surgeon noted that on elevating the gluteus medius from the trochanteric attachment it was noted that there was a degenerative tear in the gluteus minimus tendon. Anterolateral capsulectomy was performed. Joint fluid was clean and yellow. The bipolar head remained mobile as noted inspected through a range of motion assessment. The implant was verified to be well fixed to the femur. Review of complaint history identified no previous complaints for the part-lot combination associated with the bipolar cup, liner and femoral head. The devices were used in an approved and compatible combination. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that patient underwent a hip arthroplasty on (B)(6) 2007. Subsequently, the patient underwent a revision due to decompensation of the implants.